Event description:
During an in clinic follow up, it was noted inappropriate shocks were delivered as a result of an incorrect interpretation of signals due to atrial fibrillation. Additionally, episodes of post sensed t wave oversensing were observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed. The patient was stable and will continue being monitored.